Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the team has been reporting an increase in "cassette slipped" and "cassette error" alarms. Staff are noticing increased air in the line, described as the formula running down one side of the tubing instead of fully occupying the line, with the formula filing only part of the tubing rather that the entire lumen.